Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable cardiac monitor (icm) had to be repositioned several times in order to get good r-waves. Two days later, the device displayed an electrical reset. The patient was seen at the clinic, the reset was cleared, and sensing and parameters were confirmed. However, the transmission reports displayed invalid counters. The next day, the device was again interrogated and there was no telemetry. It was further reported that the patient had a cardioversion procedure on the implant date, therefore, it is possible that the electrical reset was the result of the cardioversion procedure. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.